Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector while he was travelling for work and did not have any supplies available to switch too. Therefore, he experienced high blood glucose level which they tried to treat it with correction bolus via pump. The infusion set had been used for one day. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.